Manufacturer narrative:
The patient is pregnant. Confirmation testing, performed by the customer used the western blot method. The customer provided a sample for investigation. The sample was investigated using hiv combi pt and the result was reactive. The sample was tested using a single antigen/antibody reaction. The sample showed reactivity to anti-hiv-1 antibodies. The investigation was unable to exclude sample mix up or contamination. In general, repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable hiv combi pt results for 1 patient tested on a cobas 6000 e 601 module. The initial hiv combi result was (B)(6) and was reported outside of the laboratory. The sample was repeated two times and the hiv combi results were (B)(6). On (B)(6) 2019 the confirmation testing for the sample was (B)(6). There was no allegation of an adverse event. The hiv combi reagent lot number was 34152800 with an expiration date of 30-apr-2019. The investigation determined that the customer was no using the recommended rack adapters. The patient sample has been provided for investigation. The investigation is ongoing.